Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb was not authorized to service the device. The customer reported to have replaced the bd/gui cable. The ventilator passed all testing.